Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing due to fusion were observed on the device. Abbott technical support was again contacted and provided further reprogramming recommendations, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing due to fusion were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.